Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 18, 2019 that a 10mm x 40mm wallflex biliary stent was implanted to treat a stricture in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp)with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient had quite a few strictures due to underlying condition of primary sclerosing cholangitis (psc) which caused patient discomfort. The patient is enrolled in the (B)(6) clinical trial. According to the complainant, after the stent was implanted, the patient still had discomfort and the physician noted that the position of the implanted wallflex biliary stent was not the best for the patient's psc. On (B)(6) 2019, the stent was removed and the physician performed a percutaneous transhepatic cholangiography (ptc) to drain the proximal stricture and to treat the psc. The patient's current condition was reported to be recovered.